Event description:
Boston scientific received information that this patient's right ventricular (rv) exhibited high shocking impedances of greater than 125 ohms as well as noise. The lead was explanted and a new rv lead was hooked up to this device. All measurements were normal and within range. Defibrillation testing was complete, and the measurements were tested again, and the new lead was exhibiting out of range shocking impedances of greater than 125 ohms in all vectors. As a result, this device was explanted and replaced. The new device and new lead were tested, and all measurements were within normal ranges. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt, the device was thoroughly inspected by boston scientific's post market quality assurance laboratory. External visual inspection identified scratches on the titanium case. There is bodily fluid contamination in the lead barrels and the header is firmly attached. All of the seal plugs were intact and all of the set screws operated normally. The device was put through and passed gauge testing. The device was put through and passed automated diagnostic testing that verified the performance of defibrillation, pacing, sensing and memory functions of the device. It was concluded that this device performed normally throughout laboratory testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Event description:
Boston scientific received information that the stored epsiode in (B)(6) 2011 exhibited electrogram noise on both the right atrial (ra) and right ventricular (rv) shock lead. There was no electrogram noise on the rv pace/sense channel. The patient's medical history was significant for trauma to the left shoulder. The cause of the trauma was not reported. There was an office follow-up in (B)(6) 2011 that shows a shock impedance trend with nearly all greater that 125 ohms impedance readings between (B)(6) 2011 and the end of (B)(6) 2011. A fax electrogram was reviewed and technical service discussed the possibility of a progressive issue with the rv defibrillation lead in the form of a partial fracture which did not affect the rv pacing impedance but did drive the shock impedance out of range. Technical services was informed that the chronic device and rv defibrillation lead had been discarded or lost by the hospital. The patient questioned whether warranty was applied and mentioned possible legal consultation. The warranty department was contacted to discuss credit eligibility.

Event description:
Subsequently, boston scientific received information that this device was received at boston scientific's return product department in (B)(4) 2013.